Event description:
The customer reported sometimes they couldn't select some charge values. The symptom was clarified as being intermittent, the device displayed a different energy than what was selected with the therapy knob. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported sometimes they couldn't select some charge values. The symptom was clarified as being intermittent, the device displayed a different energy than what was selected with the therapy knob. No pt involvement was reported. The device was evaluated at philips. The symptom was not reproduced. The repair technician elected to replace the optical switch assembly due to the possible intermittency of the reported symptom. The device was returned to the customer site after passing all required testing. We are considering the customer's reported symptom to have been caused by a malfunction of the optical switch assembly.